Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm even after battery change. Customer's blood glucose was 400 mg/dl, which was treated with manual injection. Customer also received a battery out limit alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces on the act button. No button error alarm during our testing. Unable to confirm unexpected battery out limit alarm and unable to perform any tests due to button unresponsive. The insulin pump had broken battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near the display window corners, minor scratches on the display window and missing the reservoir tube lip o-ring.